Event description:
It was reported the patient had an infection. The manufacturing representative believed that perioperative antibiotics were administered. The primary location of the infection was the head. The implantable neurostimulator (ins), extension, and lead were explanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type extension; product ID 3387s-40, lot # va0jzza, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3387s-40, lot # va0hz1n, product type lead. (B)(4).

Event description:
Additional information received reported the date of onset/diagnosis of the patient¿s infection was (B)(6) 2014. Perioperative antibiotics were administered and the patient did not have meningitis. The patient had symptoms of drainage and incisional wound opening. The primary location of the infection was the head incision. A culture of the device and wound was done and (B)(6) was cultured. IV and oral antibiotics were given to the patient and the infection had resolved.

Manufacturer narrative:
(B)(4)